Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and far field r-wave (ffrw) oversensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg bi-ventricular ICD, (B)(6) 2013. (B)(4).